Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker battery dropped from two years to explant last month and then recently it showed six months. Moreover, no atrial fibrillation (af) events were noted and device power consumption was in normal range. Additional information indicated that the device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker battery dropped from two years to explant last month and then recently it showed six months. Moreover, no atrial fibrillation (af) events were noted and device power consumption was in normal range. Additional information indicated that the device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the unit passed all tests except battery usage. It failed telem on radio frequency enabled current and telem on radio frequency disabled current. Right atrium pace and sense count sums are higher than cardiacyclecount. Unit passes longevity calculations. Calculated power is 35.5uw while reported power is 37.0uw. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker battery dropped from two years to explant last month and then recently it showed six months. Moreover, no atrial fibrillation (af) events were noted and device power consumption was in normal range. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.